Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Femoral ultrasound results noted moderate disease present at the access site. It should be noted that the starclose instructions for use (IFU) states: do not deploy the clip in areas of calcified plaque. It is unknown if the deployment in the calcified vessel contributed to the reported failure to achieve hemostasis. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. A conclusive cause for the reported patient effects of hemorrhage, hypotension and pain, and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the moderately diseased left common femoral artery was attempted using a starclose se device with a 6f sheath after a right superficial femoral artery stenting procedure. Reportedly, hemostasis was thought to be achieved, in this high stick puncture. Post procedure, while still in the operating room, the patient's blood pressure dropped and the patient complained of abdominal pain. The patient was sent for a cat scan and was returned to operating room. An angiogram was taken contralaterally and two covered stents were placed to treat retroperitoneal bleeding. A blood transfusion was given. There was a reported clinically significant delay in the therapy, hospitalization was prolonged and blood pressure medication was given. No additional information was provided.